Event description:
A company representative on behalf of the customer reported a rhexis tear on a patient that moved during the first 7 seconds of a procedure. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. There was no sample returned for evaluation and no additional information provided related to this event. Based on available information, the patient's movement was likely a contributing cause to the reported event.(B)(4).